Manufacturer narrative:
H.6.: x-rays were reviewed by manufacturer. H.6.: review of x-rays by the manufacturer revealed a gross lead discontinuity near the negative electrode. H.6.: device failure visualized on x-rays, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that system diagnostic testing at an office visit resulted in high lead impedance. Patient was also experiencing dysphagia. The high lead impedance reading indicated a possible lead fracture. X-rays reviewed by manufacturer revealed a lead discontinuity near the negative electrode. Revision surgery is likely. No serious injury was reported.